Event description:
It was reported that the patient presented remotely, symptomatic of arrythmia. Review of transmission revealed that the right ventricular lead exhibited failure to capture. Further investigation noted that the right ventricular lead had dislodged. The reported lead was explanted on (B)(6) 2022. The patient was in stable condition.

Manufacturer narrative:
The reported events were dislodgment and failure to capture were not confirmed. As received, a complete lead was returned for analysis. Final analysis did not identify any anomalies other than an over-torqued helix consistent with procedural damage.